Event description:
Information was received from external via a manufacturer representative regarding a patient having kyphoplasty therapy. It was reported that during the procedure, the balloon ruptured, and contrast was aspirated to manage the situation effectively. As a precautionary measure, benadryl was administered to address the potential for an allergic reaction to the contrast material. There were no apparent adverse reactions following the administration. There were no further complications reported regarding the event. The pre-op diagnosis of patient was fracture of t2. The current vertebral compression fracture is primary due to osteoporosis.

Manufacturer narrative:
D4: product identifiers are unknown. G4: 510(k)# is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.